Event description:
It was reported that during a tka surgery the femoral implant impactor was broken and was not holding onto the implant. The procedure was completed, without delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The locking mechanism of the device is worn rendering it inoperable. A review of complaint history revealed 83 similar events for the listed part number. No adverse trend was found for this event. For the batch number, the review did reveal 5 similar events. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.